Event description:
It was reported that when using the bd pyxis¿ medflex 1000, a message appeared on the screen indicating that the drawers were offline. The user was unable to log on to configure the drawers or assign items. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A technical support specialist updated in windows the ip address of the network adapter connected to the cabinet and restarted the cubex application. The customer confirmed that user was able to log on successfully. The system functioned as intended after the technical support specialist troubleshot the device.